Event description:
The patient stated that, in 2007, the telefon cannula on the infusion set he had in use separated from the headset and "got stuck" in his body. He stated that he went to a physician to have it removed. The physician was not able to remove the cannula and left it in the patient's body. The physician told him that the cannula would not be harmful to his body. He stated that he did require stitches at that time. He stated that he experienced a similar situation five days later, when another cannula separated became "wedged in his skin". He used a pair of tweezers to remove the cannula in this case and no medical attention was required. He was wearing the headsets on both occasions on his abdomen and he observed the separations after noticing insulin on the adhesive pads of the headsets. He reported that he is a fireman, but he had not engaged in any unusual activity at the time of the occurences. He did report some irritation at the infusion site when attempting to remove the separated cannulas. He did not report how long the headsets had been in use prior to the separations. The patient was advised to discontinue use of the infusion sets from the lot/box from which he obtained the headsets. The patient did not report blood glucose concerns related to this issue. Replacement infusion sets were shipped to the patient and the product was requested to be returned for evaluation.